Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79.

Event description:
The customer observed false nonreactive architect anti-hcv results for one patient. The architect anti-hcv result was (B)(6) s/co (nonreactive), repeated (B)(6) s/co (nonreactive). Wantai elisa od value was (B)(6) (positive), and abogen colloidal gold was positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot 28537be01, which did not show any potential non-conformances, deviations, or non-conformances. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is acceptable. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect anti-hcv reagent lot identified in this complaint.